Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event of telemetry issues. No anomalies were found. (B)(4).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) telemetry head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event of telemetry issues. No anomalies were found. (B)(4).

Event description:
It was reported there was telemetry failure. It was also reported that power suddenly falls when checking the device. The rf (radio frequency) telemetry head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.